Manufacturer narrative:
Per tandem¿s pump user guide: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer filled tubing while connected at the infusion set site. Blood glucose (bg) was 278 mg/dl and customer disconnected from the pump. Upon follow up, customer reported that bg level was stable in the 150 mg/dl range and customer had resumed insulin delivery.